Event description:
The event is reported as: in the palliative care unit the family of a pt noticed the presence of a fly in the oxygen mask tubing. The pt passed away.

Manufacturer narrative:
(B)(4). MDR submitted due to device was used on a pt that expired. The following info was reported: the device was inspected prior to use and no issue reported. The device functioned after connecting it to oxygen. The incident occurred approximately two hours after the device was in place. The pt was in a palliative care unit. The pt's condition was deteriorating prior to use of the device. Investigation - a visual inspection of the defect reported was performed on a picture provided by the customer of product 1041. It can be observed that there is an insect inside the tubing. Complaint is confirmed. A dimensional and functional inspection of the product involved in the complaint is not required since this complaint was confirmed while performing the visual inspection test. The lot number provided for this complaint (2324) is not a valid lot number at teleflex (B)(4). At present time, it is not possible to determine in which part of the supply chain process the material is being contaminated with insects. However, teleflex (B)(4) has pest control system to avoid contamination by insects in our products. Also, current production samples were inspected and no issues were found that can lead to the condition reported by the customer. Complaint confirmed, but root cause is unk.